Event description:
A customer reported experiencing a cartridge alarm 30 multiple times, starting on (B)(6) 2025. There was no adverse impact on the customer's blood glucose level. Tandem technical support resolved the issue by sending a replacement pump with updated software. The customer was instructed to put the existing pump into storage mode and return it using a provided return box with a pre-paid label. They were also advised to program their settings and connect their continuous glucose monitor (cgm) to the new pump. The customer understood all instructions given by technical support.